Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a no delivery alarm on the insulin pump. Customer stated that she was trying to give a bolus and got a no delivery alarm. Customer's blood glucose was 452 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and the insulin exited. Customer was unable to remove the infusion set at this time to test the site portion of the set. Customer was advised to do a complete set change and to monitor the issue. Customer declined troubleshooting for the high blood glucose reading.